Manufacturer narrative:
Concomitant medical product: opofol, qn#(B)(4).

Event description:
It was reported that: "patient had a cvc inserted and a transparent occlusive dressing. He was receiving these treatments: hypnovel, fentanyl, nimbex. Patient had sedation and was curarized; he had an extracorporeal membrane oxygenation (ECMO) and was intubated and ventilated. The patient woke up. So, as the patient was waking up treatments were changed and with introduction of tracurium, esmeron, propofol. We observed thanks to propofol (white product) the presence of a few drops of propofol leaking at the level of the medium extension line." It was clarified the leak was at the "medial port". It was reported there was no consequence for the patient. The cvc line was replaced.

Event description:
It was reported that: "patient had a cvc inserted and a transparent occlusive dressing. He was receiving these treatments: hypnovel, fentanyl, nimbex. Patient had sedation and was curarized; he had an extracorporeal membrane oxygenation (ECMO) and was intubated and ventilated. The patient woke up. So, as the patient was waking up treatments were changed and with introduction of tracurium, esmeron, propofol. We observed thanks to propofol (white product) the presence of a few drops of propofol leaking at the level of the medium extension line.". It was clarified the leak was at the "medial port". It was reported there was no consequence for the patient. The cvc line was replaced.

Manufacturer narrative:
Continuation of d11: opofol. (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.